Manufacturer narrative:
(B)(4); a request was made for the author of the journal article to provide the device model/serial numbers for the devices involved in the observations discussed. However, no information was received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. [(B)(4)2017 journal article.pdf].

Event description:
Boston scientific received information from a journal article discussing long-term experience with the subcutaneous implantable cardioverter-defibrillator in teenagers and young adults that five patients implanted with s-icds experienced inappropriate shocks. One patient had the system explanted due to infection, and two patients received interventional treatment for a (1) hematoma and a (1) pocket seroma. For the inappropriate shocks, three devices exhibited t-wave oversensing during exercise. One inappropriate shock was position-dependent, resolved by changing the sensing vector, and one inappropriate shock was caused by external interference from a street lantern. The patient with the infection received a transvenous system; all other devices remained in service without further complications.